Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic appendectomy, the device was removed from the sterile package and it was discovered the packaging was labeled as an harhd36 and the device that was removed from the packaging was an harh45. A second like device was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p9394u. Investigation summary the analysis results found that a harh45 device was returned outside its original package. It could not be determined what may have cause the reported event. No conclusion could be reached as to what may have caused the reported incident. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process.